Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed for a zero p va anterior cervical implant at c4/5. Primary procedure was performed (B)(6) 2014. Revision procedure was performed (B)(6) 2014. After the primary procedure the patient¿s symptoms initially improved & then started to get worse. An magnetic resonance imaging (MRI) suggested something behind the implanted cage. The zero p va was removed with no difficulty. Behind the implant there was some blood clot. This was removed by the surgeon. A competitor's cage 6mm was implanted, filled with dbx. A vectra plate was used for fixation. The implant is being taken by the patient so it will not be available for investigation. This report is for an unknown zero p va anterior cervical implant. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown zero p va anterior cervical implant. (B)(4) revision surgery due to blood clot behind cage. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.